Manufacturer narrative:
All parts reported for this event were returned and evaluated for the complaint that one plate was found broken in an x-ray. According to the product evaluation, the part identified in this report was not broken. Based on the product evaluation, there are no indications of manufacturing defects associated with these parts. This is report 5 of 7 of the same event. Reports 1-4 and 6-7 are reported on MFR # 0001032347-2016-00075 through 0001032347-2016-00078 and 0001032347-2016-00080 through 0001032347-2016-00081.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report five of seven for the same event; see also 0001032347-2016-00075 through 00078, 00080 and 00081.

Event description:
The sales associate reported plates were used to fixate mandible due to a jaw deformity, the date of implantation is unknown. Approximately 6 months after implantation, an x-ray was taken to confirm the fixated bones were healed. At that time, it was identified one of the plates (01-8065) was broken in half. All implants were explanted on (B)(6) 2015 and it was confirmed that the fixated bones were healed.